Event description:
It was reported that during a lap assisted sigmoid procedure, when dialing down the device, the anvil came off. The anvil was re-attached and the procedure was completed. There was no pt consequence.